Event description:
It was reported to philips that if the users tried to use modifiers within any finding groups including the "fill in the blank" (fitb) modifiers and then left the fitb modifier space blank but finalized the report (not just save it), subsequent attempts by the same or another user to update any modifier in that group did not reflect the latest changes. Instead, the report continues to display the outdated information. Although no adverse events or patient harm were reported in the associated complaint (pr (B)(4)), this malfunction has been determined to be reportable. Under specific circumstances, it could potentially lead to delayed diagnosis or misdiagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, philips has determined that this constitutes a reportable malfunction.